Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a partial display. The customer stated that scratches were present on the screen and made it harder to read. Customer stated batteries lasted less than a week. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.